Event description:
Customer reported results of 46 mg/dl and 201 mg/dl on inform system 1, 25 mg/dl on inform system 2, all within 10 minutes. No adverse event reported, no actions taken. Requested return of system, replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550021, expiration date 02/28/2009). Reference medwatch report with a1 patient for the suspect device used in system 1.